Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a staphylococcus infection that resulted from a spinal surgery for scoliosis. The intrathecal catheter was explanted in (B)(6) 2013. The pump was then filled with saline and programmed to minimum rate. On the report date, a new catheter was being placed and, due to the age of the pump, the pump was being replaced as well. It was indicated that the event occurred on (B)(6) 2013. The patient status was indicated to be ¿alive-no injury¿. It was noted that any symptoms were associated with the infection resulting from the spinal scoliosis surgery.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. The catheter was incomplete and returned in segments. Analysis of the proximal catheter segment ((B)(4)) revealed no significant anomalies, and it passed all acceptable testing. The distal catheter segment ((B)(4)) was not returned.

Event description:
On 4/22/2014 information was received from a representative indicating that prior to saline the patient had received gablofen intrathecally. On (B)(6) 2013 the patient had presented with back pain, fever, hives, and a small amount of wound dehiscence. They had no spasticity symptoms. They underwent exploration of their spinal fusion on (B)(6) 2013, at which time it was shown that their catheter was bathed in pus from the infection. The surgeon removed the intrathecal catheter. Cultures from the patient's back wound grew light staph aureus. After the pump reinsertion on (B)(6) 2014 the patient was seen two weeks post-op on (B)(6) 2014. They were now doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.